Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting and replacing the battery twice. The customer experienced a low blood glucose level of 2.1 mg/dl. The customer had some sugar to treat their blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found on the lcd isolation tape noted. However, the insulin pump was received with cracked case at the display window corner, reservoir tube lip and minor scratched display window.